Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received a critical pump error alarm. The customer¿s blood glucose level was unknown. The customer reports they received a critical pump error image on the pump screen. The customer also states the pump was exposed to moisture. The customer was assisted with troubleshooting and self-test and the test did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error due to moisture damage on electronic assembly. No moisture damage inside battery compartment noted.